Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and reservoir compartment sides were chipped away and had cracks. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir was able to lock in the place when inserted in insulin pump but o ring was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and insulin pump received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.